Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device did not delivery energy. A radiofrequency ablation procedure was performed in the patient's liver. A 5.0/13/15 leveen¿ standard was connected to a rf3000 generator. However, the leveen¿ standard "didn't fire at all." The procedure was completed with a different device. There were no patient complications reported and the patient's condition was ok.